Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) nail had broken in the aperture for the pfna blade. Implant had been inserted approximately six weeks prior (exact date unknown). Patient underwent successful revision surgery on (B)(6) 2015 including the removal of pfna and insertion of new pfna with augment. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event reported as (B)(6) 2015; it is unknown if this is the date the nail broke or the date the nail was discovered to have broken. Additional product code: hwc (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4). Manufacturing date: 13february2015. Expiry date: 01february2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 472.261s, pfna ø11 125° l240 tan, lot number 9361168). The subject device was received in a broken condition as complained. As previously reported, the review of the device history records for the subject device lot showed no abnormalities or deviations which could lead to the complaint failure. The diameter 17.0 /-0.05 was checked and fulfills the specification. The raw material was checked from the supplier and released from department material science & testing. Based on this, the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.